Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? First. Was the clip fully advanced into the jaws prior to firing? Yes was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Not known. Was any excessive pressure applied to the proximal end of the jaws? Not known. Was the device fired across an existing staple line? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. What was the appearance of the malformed clips (scissored, pear-shaped, open legs)? Pear shaped.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip not forming, clips spitting. Same like device used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and retained the remaining clip as intended. However the device formed a clip with gap. In addition, the device locked out as intended. It is posible that the body fluid on the jaw of the device prevented the clip to move foward to the distal end of the jaw, therefore the jaw would form a clip with gap. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.